Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had been hospitalized and that the problem had been due to the reservoirs. The blood glucose reading was 145 mg/dl. The reservoir was not returned for analysis.